Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high defibrillation impedance. Reprogramming occurred by turning the superior vena cava (svc) coil off. The lead remains in use. No patient complications have been reported as a result of this event.